Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up episodes of non-sustained rv oversensing were observed. Review of the session records suggested possible myopotential oversensing. Isometric test and deep breathing to reproduce oversensing were suggested. Programming changes were made. The patient was in good condition.